Event description:
Pt attached sensor to arm, system said wait 60 minutes for reading. Then after 60 minutes it said replace sensor, appears to be a mfg defect. Pt has been using this type of sensor system since (B)(6) 2019 and hasn't had any issues before. Feels like this is a mfg defect. Site ws clean and dry at the time of application and no blood noted after attachment.